Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the threshold suspend feature. The customer was not wearing a sensor at the time of the call. The customer stated that the insulin pump would show that the customer had low blood glucose and alarm threshold suspend when his blood glucose was actually 130 mg/dl. After communicating the issue to medtronic, the customer was able to resolve the issue. The customer's blood glucose was unknown. Nothing further reported.